Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, flat creases, wear abrasion and white particles in device inner surface. A leak test was performed, which identified no leakage. Fill inspection was performed, and identified no blockage in the valve. Based on the device analysis, the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 15-oct-2016 a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.